Event description:
It was reported that a patient presented with low impedance on their right atrial lead in both the bipolar and unipolar configurations. Atrial lead noise that resulted in oversensing was also noted. The lead was explanted and replaced on (B)(6) 2023. The patient was stable throughout.